Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 99% stenotic distal left circumflex posterior descending artery. The physician advanced the 2.0 x 15 mm maverick2 balloon to the lesion and inflated it to 10 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a taxus and a non-bsc stent as a "t-stent" and post dilated using the kissing balloon technique. Pt status is reported as "good."

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.